Manufacturer narrative:
The device has not been returned to date and no photographic evidence was provided. Therefore, the reported event cannot be verified. A device history review review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame 14,454 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0005. Per the instructions for use, the user is advised the following: endoscopic procedures should be performed only by physicians with adequate training and knowledge of these procedures. In addition, medical literature should be consulted regarding techniques, hazards, contraindications and complications prior to the performance of these procedures. Ensure the tissue or vessel fits completely within the confines of the clip or hemostasis may be compromised. When firing the instrument, squeeze trigger firmly as far as it will go. Failure to completely squeeze the trigger could possibly compromise hemostasis. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 530, reflex elc,20m/l clps,10/11mm was being used during a cholecystectomy procedure on (B)(6) 23 when it was reported ¿surgeon said that as he squeezed to apply the clip, he could feel the applier was acting strange. As he continued the squess the applier felt stuck. He then had to forcefully squeeze to complete the motion and the clip didn't lock. The two ends crossed. He had to pull the applier back and manually dislodge the clip. He said this happens 1 out of every 5-6 uses". The procedure was completed without the use of an alternate device and a 5-minute delay was reported. There was no report of injury, medical intervention, or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet returned.

Event description:
The sales representative reported on behalf of the customer that the 530, reflex elc,20m/l clps,10/11mm was being used during a cholecystectomy procedure on (B)(6) 2023 when it was reported ¿surgeon said that as he squeezed to apply the clip, he could feel the applier was acting strange. As he continued the squess the applier felt stuck. He then had to forcefully squeeze to complete the motion and the clip didn't lock. The two ends crossed. He had to pull the applier back and manually dislodge the clip. He said this happens 1 out of every 5-6 uses". The procedure was completed without the use of an alternate device and a 5-minute delay was reported. There was no report of injury, medical intervention, or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.